Event description:
The customer observed falsely elevated havab igg results while using the architect i2000sr analyzer. The customer provided the following results: (B)(6): initial 1.04 s/co (reactive), retest 0.82 s/co (non reactive) there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, troubleshooting of the instrument, a search for similar complaints, and a review of labeling. Abbott field service cleaned the cmia reader to correct the issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect i2000sr analyzer, list number 03m74 was identified.